Manufacturer narrative:
A customer from (B)(6) alleged discrepant results for a single patient between the cobas® sars-cov-2 & influenza a/b nucleic acid test and the biofire filmarray. A review of the data indicated a sample near the limit of detection. The discrepancy could be a result of differences in the sensitivity between the two technologies. The cobas liat sars-cov-2 & influenza a/b assay sensitivity (reference scfa method sheet table 9) is 0.012 tcid50/ml, 12 copies/ml. The biofire filmarray lod is 0.43 tcid50/ml, 380 copies/ml, which is a much less sensitive test. This supports the conclusion that the sample has a low level of viral rna present and not detectable by the other assay. Additionally, the customer is using non-recommended sample collection practices.(B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer from (B)(6) alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system, lot 00624y. The patient sample originally generated a positive sars-cov-2 result but was later tested on the filmarray assay which returned a negative result. No harm was alleged.samples are collected using nasopharyngeal swabs with deltalab media, catalog number 304305. This is not considered a recommended practice. An instrument investigation ruled out any product problem. A review of the data revealed normal pcr curves but a very late CT value and low amplification indicative of a sample near the limit of detection. The discrepancy is likely a result of differences in the sensitivity between the two technologies.